Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a foreign matter was found inside the sterile package. Before the unpacking of a 16x40/9fr uni plus 75cm wallstent® endoprosthesis, it was noted that a hair was inside the sterile package. The procedure was completed with another of the same device. No patient complications were reported.